Event description:
One pt sample with a incorrect crp result due to incorrect reading of sample barcode. Crp result of 0.2 mg/l was received on a sample belong to an adult pt, however, was assigned to an infant pt. The correct crp result for the infant pt was not provided. The investigational unit was unable to duplicate the issue. No software malfunction was observed.